Event description:
It was reported that the user received a ¿replace sensor now¿ alert approximately one hour after applying a new dexcom g7 sensor. Outcomes included no reported clinical symptoms and no need for medical intervention. Investigation included review of alert history and troubleshooting assistance, during which the user confirmed no additional alerts indicating sensor failure. The user was guided to re-enter the sensor pairing code and advised to allow additional time for the sensor to complete pairing and begin displaying readings. Investigation of this case revealed no malfunction of the ilet device and indicated that the event was consistent with expected cgm pairing and warm-up behavior following sensor application rather than a device or component failure.